Event description:
The nurse reported a posterior capsule tear occurred. The anterior vitrectomy probe was difficult to connect to the system. The nurse held the vitrectomy probe in place and the surgeon completed the anterior vitrectomy. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
The company service rep examined the system and found the cpc connector working. The cpc connector was replaced as a preventive measure and to mitigate the difficulty connecting the vitrectomy probe to the system. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.